Event description:
Pt's mother notified pmd that pt was admitted to the hospital due to high bgls while wearing the I-port. The device worn prior to admittance to the hosp was applied by the pt's prescribing physician. The device was worn for 1.5 days, during which time 3 - 4 injections of insulin were administered. Pt's bgls were high during the 1.5 days of wear, but this did not raise the concern of the pt's mother because pt's bgls had been "out of wack" due to eating snacks between meals without the mother's knowledge. Mother became alarmed when pt's bgls were in the 500 range following an injection of insulin and called the prescribing physician. Physician instructed the mother to remove the device and take the pt to the hosp. Inspection of the device following removal revealed that the cannula was "completely bent over." Pt was released from the hosp and did not suffer any permanent effects. The suspect device was discarded and is not available for analysis.

Manufacturer narrative:
Pmd was not notified of the incident until over one month after the time of occurrence. Pmd was notified during an outbound call to check the status of the pt's product supply.